Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, after the second firing of rectum resection ,the surgeon closed the jaws and removed the device from the trocar. Then the nurse tried to remove the reload from the adapter, however the jaws did not open and the handle indicator flashed and the red indicator illuminated. No patient injury but there were less than 200 cc of bleeding occurred as a result of the issue.